Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having dizziness, sleep disorder. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having dizziness, sleep disorder. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was completed by the manufacturer. The manufacturer found several black marks on the front panel and rotary knob, dust contamination around the edges of the air intake where the filter sits. An internal visual inspection was completed by the manufacturer. The manufacturer found minor corrosion/wear and tear on the pca, and minor damage to the blower assembly,one spot of contamination interior of the device. The device's downloaded event log was reviewed by the manufacturer and found following error e-53, e-200. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. Section d9, g3, h6 has been updated / corrected.